Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodged inside the patient. The patient presented with progressive angina. The right femoral artery (rfa) was accessed with a non-bsc 5fr 11cm sheath. Diagnostic angiography was performed. A very heavily calcified lesion was located in the 1st obtuse marginal (om) and the distal circumflex (cx). The sheath was exchanged for a non-bsc 6fr 11cm sheath of which a non-bsc 6fr guide catheter and non-bsc 0.14x300cm guide wire were inserted and advanced. Next, a maverick otw 1.5x15mm balloon was advanced to the proximal om1 and inflated twice to 10atms for 30 seconds. The guide wire was exchanged for a non-bsc 0.14x300cm guide wire and then a maverick2 rx 2.5x9mm balloon was advanced to the proximal om1 and inflated to 6atms for 20 seconds and 30seconds. Then a express2 2.5x16mm stent was advanced to the lesion site and an attempt to deploy the stent was made but unsuccessful. The stent delivery system was withdrawn and stent had come off the balloon prior to inflation. The stent was found using intravascular ultrasound (ivus) partially in the proximal portion of the cx and partially in the proximal left anterior descending (lad) artery. A maverick2 rx 2.5x9mm was used to crush the stent up against the vessel wall (bridged against the proximal cx). Finally, 4 non-bsc stents (2.5x12mm, 2.0x12mm, 2.5x18mm and 3.0x8mm) were deployed in the proximal om1 and ostium of the cx. A quantum maverick rx 2.5x15mm balloon post-dilated the proximal om1 stents and a quantum maverick rx 3.5x12mm balloon post-dilated the stent in the ostium of the cx. The procedure was completed and no complications were reported. The patient was given plavix post procedure and reported condition as "stable". Four days post-procedure, the patient experienced chest pain and repeat angiography showed that all appeared "ok".

Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodged inside the pt. The pt presented with progressive angina. The right femoral artery (rfa) was accessed with a non-bsc 5fr 11cm sheath. Diagnostic angiography was performed. A very heavily calcified lesion was located in the 1st obtuse marginal (om) and the distal circum flex (cx). The sheath was exchanged for a non-bsc 6fr 11cm sheath, of which a non-bsc 6fr guide catheter and non-bsc 0.14x300cm guide wire were inserted and advanced. Next, a maverick otw 1.5x15mm balloon was advanced to the proximal om1 and inflated twice to 10 atms for 30 seconds. The guide wire was exchanged for a non-bsc 0.14x300cm guide wire and then a maverick2 rx 2.5x9mm balloon was advanced to the proximal om1, and inflated to 6atms for 20 seconds and 30 seconds. Then a express2 2.5x16mm stent was advanced to the lesion site and an attempt to deploy the stent was made, but unsuccessful. The stent delivery system was withdrawn and stent had come off the balloon prior to inflation. The stent was found using intravascular ultrasound (ivus) partially in the proximal portion of the cx and partially in the proximal left anterior descending (lad) artery. A maverick2 rx 2.5x9mm was used to crush the stent up against the vessel wall (bridged against the proximal cx). Finally, 4 non-bsc stents ( 2.5x12mm, 2.0x12mm, 2.5x18mm and 3.0x8mm) were deployed in the proximal om1 and ostium of the cx. A quantum maverick rx 3.5x12mm balloon post-dilated the stent in the ostium of the cx. The procedure was completed and no complications were reported. The pt was given plavix post procedure and reported condition as "stable". Four days post-procedure, the pt experienced chest pain and repeat angiography showed all appeared "ok".

Manufacturer narrative:
Device evaluated by manufacturer: product analysis cannot verify the reported event for stent dislodged inside the patient. Product analysis found that the tip was damaged and the stent was no longer present on the sds. The returned catheter was visually, tactilely examined along the entire length and the only damage seen was on the distal end. The distal end was further inspected under magnification. Found that the balloon was tightly folded, and the stent impression could still be seen on the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4)